Event description:
Screw-retained implant-supported bridge on implants at tooth positions 15 and 16. It was reported a peri-implantitis at tooth site 16. It was detected and unsuccessful treated in 2024 (B)(4). Implant was removed. The process was not completed with another implant. Impact reported on the patient: inflammation

Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products boes506, 3i t3 short external hex parallel walled implant, 5mm(d) x 6mm(l) lot 2016071578. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.